Event description:
The end user was driving up a wooden ramp in front of her house when she alleges, the scooter lunged forward resulting in a fall. The user sustained a fractured pelvis.

Manufacturer narrative:
Method - actual device involved in incident was evaluated by a pride field service rep. Results - the scooter is over 10 years old and requires service and repair.